Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19314. It was reported that the patient was experiencing ineffective therapy and muscle spasms due to lead migration. As a result, surgical intervention is anticipated to address the issue. It is unknown which lead migrated; therefore, both leads will be reported.